Event description:
The user is unable to hear anything with the system. CT scan to check coupling is scheduled.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient has no benefit with the device. However, with the available information a root cause cannot be determined. Diagnostic imaging is planned but no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is unable to hear anything with the system. A few audio processor replacements did not resolve the issue, and now suspected to be implant related. CT scan to check coupling is scheduled.